Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Per the instructions for use (IFU), vascular dissection is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause of vascular dissection could not be confirmed, however, maybe related to procedural factors that may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
The field clinical specialist (fcs) was informed 2 days post tavr procedure for a 23mm sepian 3 ultra valve in the aortic position via transfemoral approach, the patient was noted to have a new descending thoracic aortic dissection requiring intervention. Physician believes sheath interaction and/or tavr balloon alignment manipulation may have caused the dissection. Medical records were reviewed and it revealed non-edwards catheters used to cross native aortic valve. 23mm s3 u valve deployed without issues and no pvl. No complications or edwards's device malfunctions noted. After closing the femoral artery, tee noted a "focal area of dissection in the descending thoracic aorta that had not been noted prior to this." A stent graft was successfully placed. 2 days post opt an aortic root angiogram was performed. A 5mm dissection by the origin of the left subclavian artery was seen. A stent graft was placed with good results. Patient transferred in stable condition.

Manufacturer narrative:
Investigation is ongoing. Device not available.